Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. Section b3: date of event is unknown. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's system was explanted on an unknown due to an unknown reason.